Manufacturer narrative:
Correct manufacturing date 02/2008.

Manufacturer narrative:
The unit was not working when received. We could not duplicate customer's complaint concerning the unit overheating. The motor/cable, subassembly, housing bearings and other parts needed to be replaced due to corrosion.

Event description:
It was reported handle is getting very hot and stopped working during the case.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).